Event description:
Additional information was received that there was no damage observed to the pipeline pushwire or catheter. The pipeline was not placed in a vessel bend when it failed to open.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pipeline stent revealed that the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. He distal hypotube appeared to be stretched with the ptfe shrink tubing still intact. The distal end of the braid was not opened due to damaged braid. The proximal end of the braid was opened and frayed. Pushwire was found to be bent at 19.5cm to 23.0cm from the proximal end. No defects were found with the tip coil, distal marker, re-sheathing marker, resheathing pad or with the proximal bumper. Based on the returned devices, the customer complaint was confirmed as the distal end of the braid was not opened due to damaged braid. However, the cause for failure to open could not be determined. Possible cause of failure to open includes damaged braid. In addition, the pipeline flex shield and catheter were damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a ped2 pipeline stent failed to open in the distal section and had resistance in the phenom catheter in the distal section. Hen treating a ruptured aneurysm of the clinoid segment of the left internal carotid artery, after the microcatheter was in place, delivered ped2-5-25 to the distal end of the microcatheter, and obvious resistance was felt. After the delivery was in place, the microcatheter was withdrawn about 1cm, and it was found that the distal end of the stent failed to open, and the middle section opened. The tip end of the stent still failed to open even after re-retrieving and re-deploying. Therefore, the tip end of the stent still failed to open after repeated operations of increasing and decreasing the tension of the stent and increasing, decreasing and swinging the tension of the system. So the stent and the microcatheter were withdrawn from the body together, and it was found that the braided wire at the tip end of the stent was damaged. Another phenom 27 microcatheter was used, delivered the ped2-475-25 stent, which was successfully deployed and the operation was completed. The pipeline was not positioned in a bend. More than 50% had been deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. No additional steps were taken to open the pipeline. The devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as per IFU. The patient was being treated for a ruptured, amorphous aneurysm. Irregular ruptured aneurysm of the clinoid segment of the left internal carotid artery. The max diameter was 6mm and the neck diameter was 7mm. The distal landing zone was 3.8mm and the proximal landing zone was 4.8mm. Vessel tortuosity was normal. The access vessel was the femoral artery with a diameter of 8mm. No patient symptosm or complications were reported. Ancillary devices: 8f guilding guide catheter, synchro 14 guidewire.